Event description:
The nurse reported the system displayed a vacuum reading error message. The nurse was unable to clear the system message and four cases were cancelled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The fluidics transducer pcb was replaced and sent for in house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. This report was mailed to FDA on: 04/01/2009.